Event description:
It was reported that the patient presented in-clinic for a generator change out procedure. Upon review, the right ventricle lead exhibited high pacing impedance and high capture thresholds. The right ventricle lead was capped and replaced on (B)(6) 2023. Patient was discharged.